Event description:
The pt was taken electively to the cardiac catheterization lab for angiography and cutting balloon angioplasty of the distal rca in-stent restenosis. Cutting balloon angioplasty was performed using angiosculpt 3x15 mm balloon. A total of 2 inflations performed in the distal rca with residual 20% stenosis. The interventionist decided to perform final high pressure cutting balloon angioplasty. The balloon was readvanced to the distal rca. Inflation was performed. The pressure was lost in the balloon due to balloon perforation. Following the balloon perforation, there was a small air embolization to the distal branches of the coronary artery associated with transient hypotension and bradycardia that required treatment with atropine and IV epinephrine x1. The pt recovered her blood pressure and pulse within 3 minutes. Final angiography revealed normal timi 3 flow throughout the rca. Mild spasms related to epinephrine. The patient had no angina pectoris. The pt was admitted to the ICU, receiving dobutamine for blood pressure support. She was discharged the next day with no further problems.